Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with overlapping and bunching of the stent struts at the proximal end. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found severe damage to the mid-shaft from the port bond location to 100mm proximal of the port bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.50mmx28mm promus premier¿ stent was advanced to the target lesion however the device became stuck. An attempt was done to pull the device but was unsuccessful. Upon removal, it was noted that the shaft of the stent delivery system (sds) was stretched. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that catheter entrapment occurred. A 3.50mmx28mm promus premier¿ stent was advanced to the target lesion however the device became stuck. An attempt was done to pull the device but was unsuccessful. Upon removal, it was noted that the shaft of the stent delivery system (sds) was stretched. No patient complications were reported and the patient's status was fine.